Manufacturer narrative:
Concomitant medical products: 419688 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to reaching elective replacement indicator (eri) early. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.